Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, in order for the patient to take radiation therapy for epilepsy. Reimplantation is planned but had not taken place at the time of this report.